Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device failed the temperature test. If additional information becomes available, a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from the USA stating that the device had overheated. The device was not being used during surgery. No injury or medical intervention occurred. No additional information provided. The date of event was unknown.